Manufacturer narrative:
Concomitant medical product: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the ins recharger (insr) had a blank screen and was not charging. There was a light on the desktop charger and no loose or broken connector pins were reported. It was stated the ins battery ran out. The patient received a replacement recharger and it was working fine, but the ins turned off and they needed help turning stimulation back on. It was also reported there was poor coupling while recharging. The replacement recharger connected with the ins and the ins battery was flashing (B)(4)%. The patient reported zero coupling bars were shaded and they usually had no problems getting all 8 boxes shaded. The patient repositioned the antenna over the ins and turned the dial through all 4 positions. The patient attempted an antenna locate (al) feature and then attempted a recharge. This was reported to resolve the issue. The patient stated they got the highest number when they moved the recharger antenna to the left where they thought they should put it. The patient reported getting all 8 coupling bars now. The caller asked why the ins was off, and it was reviewed they should keep an eye on the charge to avoid discharge. Additional information was received on (B)(6) 2018 from the consumer. It was reported that "stim was not working. It was reported that the recharger would not charge the implantable neurostimulator (ins). This started yesterday and the last time that the patient had charged was a week ago. During the call, the patient was getting 2 coupling boxes and the battery was currently about 1/4 charge on the ins." No further complications were reported.